Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using the system and on startup the iesu generator displayed c-34 hf voltage. The probable cause of error c-34 is attributed to a faulty electrical component inside the generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the iesu. This issue is also captured in the is4000 family shared cra (818001-45, rev. Au) via risk ID g4-sys-70289.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated faults on the erbe. The technical service engineer (tse) viewed the system logs and confirmed an error c-34 on the erbe generator. The customer swapped out the monopolar energy cable but the issue remained, they then swapped out the monopolar curved scissors and the issue was resolved for a short time but returned. The tse walked the customer through power cycling the erbe generator but the issue persisted. The tse informed the customer that they could swap in another vision side cart if possible or connect a force triad generator for energy. The customer stated that the other system was in use and was unsure if they had a force triad. The procedure was completed with no reported injury.